Event description:
A customer reported that the results of the excimer laser treatment were unstable. The statement was not clarified and no further info will be provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).